Manufacturer narrative:
(B)(4). There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted. An investigation will be based on document review. A picture was provided, but the burst balloon cannot be seen. The device history review did not show any issues related to the complaint. According to the literature, salty like sediment could possibly lead to balloon tear with encrustation sticking on the catheter balloon causing it to break into small particles and to scratch the catheter surface or patient urethra resulting into bleeding, scarring or trauma. A simulation test conducted on representative samples from production showed no deflation issues. In the absence of returned samples and limited information available on this complaint, further investigation could not be conducted and therefore the complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device is not expected to be returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter was inserted and balloon inflated with 1.5ml sterile water. The catheter was gently pulled to check that it remained in situ but the catheter came out of the urethra with no restrictions. The balloon was inspected and found to be deflated and burst. A different catheter was opened, the balloon inflated and checked prior to insertion and it remained in place. The patient's condition was reported as fine.